Event description:
Philips received a complaint from customer biomed reporting the touchscreen on v60 ventilator is not functioning normally. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported touchscreen calibration did not resolve the issue. Touchscreen replacement was recommended. The customer bme reported the alarm reset button in the left top corner of the touchscreen was intermittently unresponsive. The bme replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.